Manufacturer narrative:
(B)(4).

Event description:
It was reported that the registered nurse called because the fiberoptix sensor (fos) was not zeroed prior to insertion. Indications for intra-aortic balloon pump (iabp) use: post CABG (coronary artery bypass graft) - wean from bypass. The registered nurse stated she had spoken to the clinical support specialist (css) before and received help doing a manual cal and the registered nurse wanted to do it again with this iab. The css attempted to walk the registered nurse through a manual calibration, during which it was determined that the pump was using the transducer source. The fos icon was black with a blue background. The css had the registered disconnect and reconnect the fos slide. No audible tones were heard. The registered nurse stated that she was not present when the catheter was inserted, but others stated that no audible tones were heard when connected. This was attempted again with no change. The css explained that the pump will continue to use the transducer source and we discussed this zero process. The css asked where the patient will go from the operating room (or) so the css could call the receiving nurse to get the serial number and further troubleshoot. Per the registered nurse, they were quite busy with the patient at this time in the operating room. The patient was going to the cardiovascular intensive care unit (cvicu) and the registered nurse gave the css the phone number. The css called the unit and spoke to the registered nurse caring for the patient in the unit. The registered nurse stated that the surgeon decided to replace the iab "in case the patient crashed" and the physician preferred to have the fos. The iab catheter was removed and the second catheter inserted and zeroed without incident. The registered nurse stated the patient is doing well and the pump is achieving the goals of therapy. The registered nurse did ask about poor augmentation during the discussion. The registered nurse felt this was due to the patient being very hypovolemic. The registered nurse had no further questions at this time.